Manufacturer narrative:
Since this event resulted in medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the malfunction would be likely to cause or contribute to a serious injury should it recur. As such, this event meets the definition of a reportable event per 21 cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that while a patient was using nontemplate aligner arch their left molar cracked from the pressure they had to apply to the aligner.

Manufacturer narrative:
Investigation results: DHR, we reviewed the DHR for this (B)(6) / patient ID# (B)(6) / site ID# 06776 qty. (B)(4) items assy-500011 (aligners), were packaged by the second shift by bag and box operation on may 16, 2023, manufacturing supercell sc0, equipment bag-3. The sales order was inspected and met with the acceptance criteria provided by qa. We compared the tm1 with the tm3, and it appears that the tooth is not ankylosed since it has rotated about 15 degrees. However, the doctor never used couples or any technique to derotate the premolar, which is significantly rotated. Failure mode - adverse event. Root cause - no defect during the manufacturing process. Conclusion code - no failure found.